Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, an unknown procedure was performed when the issue happened. The procedure was completed by moving the patient to another system. Philips remote service engineer (rse) analysed the system remotely and confirmed the reported problem. Rse found the x-ray tube current out of range. After conditioning and adaptation twice, the issue was resolved. After reviewing the log, it confirmed that reported malfunction. The reported issue was re-occurred after 2 days in another case, where fse found tube had multiple current and filament errors intermittently. To resolve the issue fse replaced x-ray tube and return the part for further analysis, and it found vacuum leak cathode insulator. After replacing the x-ray tube, the system returned to full functionality. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device gave an error indicating the device's generator was busy, which can impact imaging. The patient was moved to another system. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.